Manufacturer narrative:
It is unknown if the device involved in the reported incident is expected to be returned for evaluation. The product was taken out of service at the user facility after the incident occurred. An investigation has been initiated based upon the reported information.

Event description:
This is the second of two reports. This is in regards to the cusa handpiece (c2602) it was reported that the cusa handpiece became very warm. About the same time, a burning smell was noticed coming from the cusa console. The cusa continued to operate and the case was successfully completed. Additional information was requested and on 06oct2015, the following was provided: on an unknown date, a patient maybe under a year of age (customer did not recall the exact age and gender of the patient) underwent a laminectomy for tethered cord. The handpiece became warm when the microscope was being used and the surgeon started using the cusa approximately 15 minutes after the first incision. The integra cusa torqued base unit was used when assembling and disassembling the handpiece. The cusa handpiece started becoming warm and the burning smell was noted from the cusa console about 5 minutes into using it. There was no smoke seen coming from the console at all when the burning smell was noted. There was no patient or user harm or injury due to the issue with the handpiece or console. A lap sponge was offered to the surgeon to hold the handpiece but the surgeon didn't want it. The integra representative was contacted immediately to troubleshoot the unit and the user facility's biomed was also notified. The integra representative recommended to increase the irrigation rate so the unit could be cooled down. This seemed to have helped. Shortly after doing this, the burning smell from the console also subsided. The cusa handpiece and console were continued to be used because the handpiece was no longer warm and the burning smell of the cusa console had disappeared after the irrigation setting was increased to cool the unit. The initial setting of irrigation was on 40. It was also reported that the settings on the console were changing as the surgeon pressed the cusa pedal (e.g. The amplitude would be set at 50 and as the surgeon stepped on the pedal to use to cusa, the amplitude would suddenly jump to 70 and the circulating nurse would have to re-set it. It did this a couple times before it was decided they were done using it and closing the case anyway. There was no surgery delay or increase in surgery time.

Manufacturer narrative:
Integra completed its internal investigation 11/19/2015. The investigation included: method: DHR review; review of complaint management database for similar complaints; visual examination. Results: device history review for cusa excel handpiece serial number (B)(4) indicate no non-conformance reports were raised during the manufacturing process for this handpiece. All results of the functionality test were recorded as within specification and final release checks were performed satisfactory prior to the handpiece been released. A minimum of 12 months review was completed using the following key words ¿overheating¿ and root cause ¿over torqued by user¿ in the search criteria. The key word search review contained all and/or part of the key words to complete a comprehensive trend review. This review encompassed dates 02-oct-2014 to 28-oct-2015. This is the (B)(4) identified complaint for the reported failure root cause identified as ¿over-torqued by the user¿ resulting in handpiece issue. A CAPA has been open by the manufacturing site to investigate and correct failures encountered with customer complaints associated with over-torqueing. Reported failure was confirmed; it was observed the handpiece became warm due to the handpiece being over torqued due to physical damage. The housing and transducer were damaged; replaced housing and transducer prior to being returned to the customer. Conclusion: the failure analysis investigation has concluded the cause of handpiece becoming very warm was due to the handpiece being over torqued due to physical damage. This fault / damage is consistent with none or incorrect utilization of the 'torque base'.